Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / proceed mesh involved contributed to the adverse events described in the article? (Specifically: infection, reoperation, post op complications: fistula, wound dehiscence/necrosis, seroma, hematoma, surgical site infection, recurrent hernia). If yes, provide details of event. Provide product code and lot. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions.

Event description:
It was reported in a journal article that the patient underwent an open conventional bridged ventral hernia repair on unknown date and the mesh was implanted. It was possible that primary outcomes were ventral hernia failure, defined by both ventral hernia recurrence and subsequent need for reoperation such as subsequent surgical re-repair, extensive wound debridement or mesh explantation. Recurrence was diagnosed by physical examination or by CT scan. Other endpoints included the incidence of postoperative complications including enterocutaneous fistula development, surgical site infection including mesh infection, and/or noninfectious surgical site occurrences such as seroma, hematoma or wound dehiscence/necrosis. Additional information has been requested.